Event description:
During normal dialysis treatment - all hydraulics and motors suddenly stopped. However, monitoring continued and alarm sounded. Patient's blood was returned manually and all vital signs remained stable. New equipment was prepared and dialysis was completed without further problem.